Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that both system and normal diagnostics resulted in high impedance. Good faith attempts to obtain additional info have been unsuccessful to date.